Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a hard time inserting the magic 3 go male intermittent catheter due to enlarged prostate.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a hard time inserting the magic 3 go male intermittent catheter due to enlarged prostate. Per additional information via phone on 14jun2021, patient was eventually able to insert and use the catheters. Stated there was no longer having any issues.